Event description:
During operative procedure in or to perform an anastomosis with an end to end anastomotic stapler for reversal of temporary colostomy, there was a misfire with the mechanism resulting in the mechanism jamming. Per the surgeon, the stapler was closed and fired and upon removing the stapler from the rectum the anvil was dislodged into the rectum. The stapler was pulled out and the anvil remained in the rectum. Several attempts were made transrectally to remove the anvil unsuccessfully. Surgical take down procedure was required to remove the anvil. Upon surgeon's review of the anvil, the plastic ring which was within the anvil had broken and dislodged. This was causing the anvil to be stuck in the rectum. The pt required another temporary colostomy, so that they did not cause further harm to the macerated tissue which could have resulted in need for permanent colostomy. Device was ethicon curved intraluminal stapler. Ethicon rep notified immediately by or staff.